Manufacturer narrative:
The compromised force sensor system error alarm occurred during the basic occlusion test due to loose/protruded drive support disk. The insulin pump was unable to perform the occlusion, priming and excessive no delivery test nor test for motor error alarm due to compromised force sensor system error alarm. The motor was tested outside of the device and passed. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Event description:
Customer reported via phone call compromised force sensor system alarm, no delivery alarm and motor error alarm on the insulin pump. Customer's blood glucose level was 128 mg/dl. Troubleshooting for prime rewind was performed. Customer advised that during the seating of the force the sensor did not detect the reservoir. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.